Event description:
It was reported that the patient changed the battery, and now the pump has a frozen screen and unresponsive buttons. The reported blood glucose at the time of the call was 116 mg/dl. Troubleshooting was performed, but the issues were not resolved. Advised the mother of the out of warranty replacement policy. The mother agreed to receive another pump, but declined to return the non working pump at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No frozen screen, black screen anomaly, audio and beep anomaly or unexpected count down noted. The time advanced properly during testing. Insulin pump unable to test the operating currents, low battery alarms and off no power alarm due to no button response. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.